Event description:
The customer reported that on (B)(6) 2011 an erroneously low magnesium (mg) patient result was produced on the synchron lx I 725 clinical system. The initial erroneous result was not released from the laboratory hence there was no death, serious injury or change in patient treatment associated with this event. The initial mg result was repeated twice on the same instrument. The results were varied and collectively did not meet the assay's precision claims. The customer confirmed that there were no leaks or bubbles in the system. The customer cleaned the reagent sample and reagent probes and executed an instrument quality control assessment which generated passing results. Upon a post troubleshooting mg test repeat of the same sample on a different instrument, the patient mg result recovered at a value that was considered valid. All scheduled and customer maintenance procedures were up to date for the instrument at the time of the event. Specific patient information and sample handling/collection information was not provided by the customer alkaline phosphotase (alp), aspartate aminotransferase (ast), and alanine transaminase (alt) instrument flagged results were also generated for an undisclosed number of patients. The error messages associated with the results were oir (out of instrument range) and orr (out of reportable range). It is unknown how many results were affected, whether patient injury/modification to treatment was incurred or actual data results associated with this event. Because all of the results are cartridge chemistries, share the same hardware and were successfully mitigated by the customer troubleshooting activities above it is believed that a single malfunction was the cause of both the erroneous mg results and flagged alp, ast and alt results.

Manufacturer narrative:
Service was not dispatched to the site for this event. The issue was addressed though beckman coulter inc. Guided troubleshooting of the instrument. Although probe flushing appears to have resolved the issue, a definitive root cause has not been determined to date.